Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with blood glucose levels over 600 mg/dl a (B)(6) ago. The customer only recalled being on vacation and experiencing high blood glucose levels. During the hospitalization, the customer was given too much insulin at the hospital, causing her blood glucose levels to drop. After her blood glucose stabilized, she went back on insulin pump therapy. The customer had no further info.